Manufacturer narrative:
The exact reason for the event cannot be determined based on the information provided.

Event description:
On 13/jun/2025, hcp informed checkpoint surgical that during an investigator-initiated study the patient went into asystole, causing loss of end tidal co2 and pulse ox shortly after a period of prolonged stimulation was started. The stimulation was stopped and normal heart rhythm returned. Patient was stable with no identifiable sequelae or problems at end of surgical procedure.